Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "silicone migration" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration.

Event description:
Patient reports "lumps on breast", "silicone in chest cavity and silicone under left arm", however on explant the "left implant was perfectly intact" and "since they had the implant removed, they don't like the way they look and it keeps playing on their mind. They would like them put back". Device has been explanted. Reported events were diagnosed by MRI.

Event description:
Patient reports "lumps on breast", "silicone in chest cavity and silicone under left arm", however on explant the "left implant was perfectly intact" and "since they had the implant removed, they don't like the way they look and it keeps playing on their mind. They would like them put back". Device has been explanted.